Event description:
A hemodialysis user facility has reported that approximately 1.5 hours into treatment, a small hole in the return line was noted and was dripping blood. There were no leaks noticed during priming at treatment initiation. The treatment was stopped and the pt's blood was partially returned. Estimated blood loss was 400cc's. The pt remained alert and oriented and was in no apparent distress. Vital signs remained stable with blood pressure of 153/75mmhg, pulse 82 and respirations 17 per minute, pt is afebrile. Pt denied chest pain, shortness of breath and dizziness. The pt was sent to the emergency room for eval and was discharged home with no medical intervention reported. The pt continues with hemodialysis with no other known ill effects. There is no sample available for eval.